Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported 2 piggyback medications, voriconazole and sulfamethoxazole/trimethoprim had a large amount of fluid left over in the bags. The voriconazole was set to 400 mg in 100 ml, and programmed to run over 90 minutes. The sulfamethoxazole/trimethoprim ran under the ¿basic secondary¿ option using the ¿volume duration¿ sub-option, and was programmed for 500 ml over 90 minutes. Both pump modules finished around the same time, and when they alarmed that they were completed, there was a larger than normal amount of fluid left for both of the medications. Pictures provided by the customer show remaining medication in the bags. The pump modules took the full 90 minutes before alarming ¿complete¿. It was verified with another nurse that the bags had extra fluid in them at the time the devices alarmed they were completed. The ¿volume infused¿ tracker on the pcu was cleared to track how much fluid was left to finish out the bags. The pump modules were restarted under the same programming as before to finish the remaining medication. The remaining total infused when the piggybacks finished completely were 99.83 ml and 58.71 ml, as seen in the picture provided by the customer. The sulfamethoxazole/trimethoprim was on pump module c, and the voriconazole was on pump module d. Over half of the voriconazole didn't infuse on the first attempt. The hospital had a rollout of new alaris devices on (B)(6) 2018. The customer states some of the remaining fluid may be related to overfill by pharmacy, but the volume staff are seeing remaining in the bags seems unusual. There is no report of patient harm.